Manufacturer narrative:
This event occurred between (B)(6) 2021 ¿ (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside five (5) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 27, 2021 to may 31, 2021. H10: five (5) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was not performed for this complaint. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.